Manufacturer narrative:
Product analysis: visual and optical examination confirmed approximately 2.5 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted clockwise, consistent with torsional overload. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent extension of fusion due to distal junctional kyphosis. Posterior lumbar fusion at l2-l4 was being performed. Previously inserted screws were not removed and the rod was being extended. Intra-op, when the surgeon attempted to remove the previously implanted set screw, tip of the obturator broke. Another obturator was used to deal with this problem. No fragments of the broken instrument remained inside the patient. There was a delay of less than 60 minutes in overall procedure time due to this event; but no patient complications were reported.